Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that no ray was emitted. Upon functional testing, the fse checked the system error logs and review of log file showed miu module was defective. The philips engineer replaced the miu module of the high-voltage generator. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported that the system failed to produce x-rays. The system was in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.